Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the patient had received a blood glucose level of 416 mg/dl at the time of incident. Patient had a blood glucose of 448 mg/dl at the time of call. No symptoms were reported but patient treated with manual injection. Patient reported that the drive support car was loose, the catheter was occluded, and the reservoir had air bubbles. Troubleshooting was performed but did not resolve issue. Reservoir will not be returned for analysis.